Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that shortly after the right ventricular lead was implanted, the right ventricular capture management (rvcm) feature detected an increase in threshold and shortly after that, rvcm noted it as high threshold. An in-office threshold test was conducted and the threshold was high, however the lead impedance trend was constant and within range and sensing was also normal, so the physician elected to reprogram the output and rvcm was turned off. The lead remains in use. No patient complications have been reported as a result of this event.